Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device. The other nc trek and trek coronary dilatation catheters are filed under separate medwatch reports.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the heavily calcified diagonal artery. The 2.5 x 20 mm trek dilatation catheter was advanced to the target lesion and was inflated approximately 4 times. On the last inflation, the balloon ruptured at 18 atmospheres (atm). The device was removed without difficulty and a 2.0 x 8 mm nc trek dilatation catheter was then advanced and inflated approximately 4 times. On the last inflation, the balloon ruptured at 18 atm. The device was removed without difficulty and a 2.75 x 8 mm nc trek dilatation catheter was advanced. This device was also inflated approximately 4 times and ruptured on the last inflation at 18 atm. The device was removed without issue. Additional trek dilatation catheters were used and 2 stents were implanted to complete the procedure. There was no adverse patient sequela or a clinically significant delay in procedure reported. No additional information was provided.